Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging black particles in the device. The patient reported that he did inhale the foam. He went to the hospital and got an x-ray and an MRI test for further evaluation. Additionally, the reporter experienced a headache and unspecified lung issues. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.